Event description:
When the blanket was unfolded, staff noted a dead insect on it. Manufacturer response for mistral air blanket- upper body, (brand not provided) (per site reporter). Rep came and picked it up.